Manufacturer narrative:
According to the customer, on (B)(6) 2022, when using the pin for a 'calcaneous orif' the pin was noted to be bent when it was put into the bone. According to the customer, the pin was removed and a 'k-wire' was used to finish the procedure. The customer reported the patient did not have any serious injuries due to the event and the procedure was completed. The sample was not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2022, when using the pin for a 'calcaneous orif' the pin was noted to be bent when it was put into the bone. According to the customer, the pin was removed and a 'k-wire' was used to finish the procedure.